Manufacturer narrative:
Concomitant medical product: product ID compression loading system; product lot/serial number unknown; product type: loading system; implant date na; explant date na product ID bioprosthetic valve; product lot/serial number unknown; product type: heart valve; implant date (B)(6) 2023; explant date na product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Select patient information cannot be documented in the report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years and 2 months following the implant of a non-medtronic surgical aortic valve, a medtronic transcatheter valve was successfully implanted valve-in-valve (viv) of the non-medtronic valve via the right femoral artery (rfa) with the inline sheath of the delivery catheter system (dcs). Following the viv, paravalvular leak (pvl) was absent and the coronaries were widely patent. Additionally, a right femoral arteriotomy repair occurred. One non-medtronic closure device and ¿full¿ protamine were utilized. A point-of-care ultrasound (pocus) showed ¿good¿ left ventricular function and transcatheter aortic valve and no effusion. The event was considered resolved approximately 1 month later. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Updated data: b5, d1, d4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that during the valve-in-valve procedure, the minimum access vessel was 8 millimeters. A femoral cut down was not required for the use of the delivery catheter system (dcs). As confirmed, the report arteriotomy repair was standard closure of a transcatheter valve implant procedure with use of a closure device and the protamine. There was no injury to the patient other than the puncture/access site for the dcs insertion. There was no prolonged hospitalization as result of the standard closure of the access site. No adverse patient effects were reported.